Event description:
Additional information was received from the manufacturer representative (rep). The rep stated that the lead was placed on (B)(6) 2025. They don't know why the lead broke other than the tegaderm bandaging came off while patient was in bed and the strain of it falling after the tegaderm was loosened likely caused the break. The patient's representative reported that the dressing was secure the day before. The patient reported that the device was on the floor morning of (B)(6) 2025. Thinking that the cable had been unplugged or the lead wires came out. The rep met the patient at the managing doctor (md) office the soonest they could. Attempt to re-attach, but upon seeing the wires, they could see they were broken. There were no further steps to be taken other than removing the lead (completed by office staff). The patient was educated in other tx options and referred back to md for them to discuss further treatment options. The device was intended to treat the urinary incontinence (uui).

Manufacturer narrative:
Continuation of d10: product ID neu_unknown lot# unknown, product type unknown, product ID 305901 lot# unknown, implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 305901 (lot: unknown); product type: 0215-screening device; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was unknown when the trial was initiated. It was reported that the lead had snapped during the basic eval trial. It was unknown how lead broke. The patient (pt) went to bed the night before with everything intact was under the tegaderm. But when pt got up in the morning, they saw something on the floor. Pt doesn't remember anything happening in the night. The manufacturer representative (rep) met patient at hcp office today. They removed tegaderm to reconnect the wire and noticed that lead was broken. Nurse pulled the lead today therefore ending the trial. Hcp: dr. (B)(6).